Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had battery cap damage. Customer's blood glucose was unknown. Customer stated battery cap is stripped and it's getting harder to remove it. The customer was advised that we sending a replacement battery cap.